Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked and broken on the back left corner and the bottom case and the right plunger case were cracked. A review of the event history log identified force sensor test in the history. During the functional testing the reported issue was duplicated, the force sensor strip was damaged. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced the force sensor and performed power up process and all functional tests which passed.

Event description:
It was reported that the pump had a broken sensor. No patient injury was reported.